Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a procedure to treat deep vein thrombosis (dvt) in the left lower extremity. The patient received thrombolytic and heparin therapy prior to use of an armada dilatation catheter. The armada advanced to the thrombosis, without reported issue. During device inflation, the balloon ruptured below rated burst pressure. Following, the balloon did not fold correctly. The device was removed without reported issue and a non-abbott device was used in replacement. There were no adverse patient effects. There was a procedure delay; however, with no clinical affects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A balloon rupture was not observed; however, a leak was able to be confirmed. The reported lose folds in the balloon were confirmed. During analysis the device was pressurized and a leak was found at the distal end of the strain relief tubing, which may have affected the loose balloon fold. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.